Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that customer pump failing to stay paired with the transmitter. The patient has had two transmitter replacements and continues to experience the same issue, leading to the belief that the pump may be malfunctioning. The event involved product(s) mmt-1884, unk_sensor, mmt-7841zn. The customer reported no adverse event. The customer reported that the pump requests pairing with the transmitter every two days, and despite replacing both the transmitter and sensor, the issue persists. The patient had already inserted a new sensor and completed all troubleshooting steps but requested a pump replacement. The customer received a "change sensor" alert and a "sensor updating" alert. No harm requiring medical intervention were reported. Mmt-1884 was expected to return. Unk_sensor, mmt-7841zn were not expected to return.